Event description:
It was reported that the device was undersensing and false asystole episodes were seen. The device software will be updated and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.